Event description:
Customer's daughter reported the advantage system gave a blood glucose result of 115 mg/dl at a time when the customer was symptomatic of hypoglycemia. Customer was not treated based on the advantage result; daughter called emt's. Emt meter result 30 minutes later was 11 mg/dl, customer treated with an injection of glucose, transported to hospital for further treatment. A request was made for the return of the system and a replacement was sent.